Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens, and an abrasion was noted on the lens optic surface. The lens was removed with no reported patient injury, and another same type lens was implanted.

Manufacturer narrative:
(Abrasion on the lens optic surface).